Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a surgical procedure. During the surgery, surgeon attempted to put cortex screw through the guide block on a two column distal radius plate. But the stardrive cortex screw heads do not fit through the guide block. The procedure was completed successfully with a surgical delay of 1-2 minutes. There was no patient consequence. Concomitant device reported: unknown 2.4mm two column distal radius plate (part# unknown; lot# unknown; quantity: 1) this complaint involves three(3) devices. This report is for (1) 2.4 cortex screw slf-tpng t8 sd rec 22 this report is 1 of 3 for (B)(4).